Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported they wasn't a reason for any changes, they accidentally hit the wrong button after changing it from MRI mode as they had an MRI earlier that day. Pt reported the issue is resolved. Weight was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient says that they had an MRI on monday, and says that since sunday the battery is still at 80 percent, which is unusual because they usually charge every 2 days. Patient says they noticed this on tuesday when they went to check the battery level and it was at 90 percent. They said they put the device into MRI mode for the MRI, and when they got it out of MRI mode, they turned stimulation back on. Controller is 100 percent and implant is 80 percent. Pt found that the stimulation level was at 0,0, the increased stimulation and asked what level they should be at. Redirected to hcp for that question. The troubleshooting steps that were taken on the call resolved the issue.